Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's low power alert was frozen on the pump's screen. The customer's blood glucose (bg) level was 200 mg/dl and a correction bolus was delivered to address the bg level. During troubleshooting with tandem technical support, the customer cleared the screen and insulin delivery was resumed.